Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. Additional information was requested but not provided. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the deployment lever/button on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip end inner diameter was measured and compared. The results were within specification. The functional test could not be performed successfully because the device was received already deployed. The internal mechanism was inspected, and no anomalies or issues that could contribute to the device's inability to deploy were noted. The proximal edge of the lockout plate and the rotary link were inspected, and no signs of interaction were noted. The internal mechanism inspection was covered during the functional analysis. Based on the information provided and the product analysis, the reported customer event of ¿vascular closure device (vcd) - deployment difficulty - unable¿¿ was not observed since the device was received fully deployed without the plug in the shaft. No anomalies were observed during the analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.